Event description:
The complainant indicated that received erratic readings when using the elite system. An example was reading of 69 mg/dl followed by a 205 mg/dl from separate finger sticks performed at approximately the same time. While on the phone an electronic check of the system was conducted and was satisfactory. It was learned that the customer was using excel off brand reagent strips. The customer was told that bayer does not manufacture or support the use of an off brand reagent and advised the complainant to call the manufacturer for further evaluation. The complaint is considered closed for purposes of MDR.